Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose level was 210 mg/dl. Customer reported that he was going to have dinner and he noticed that theirs a black spot on his screen and in the area where the black mark is not covering. Customer reported that he is still unable to see the screen the screen and also stated that he tried replacing out the battery and the result was the same. The insulin pump will be returned for analysis.